Event description:
During verification testing at the service center, it was noted that the device intermittently displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.